Manufacturer narrative:
An attempt to reproduce the reported issue was not performed as it was confirmed through previous issue references. The software did not adhere to the specified requirements and did not perform in accordance with expectations as referenced in the 'sw requirement document' field. After conducting a thorough investigation, medtronic have found that this is an ios level defect which results in a pairing failure and a device not found message on the pump screen. The esf number that corresponds to the reported issue is: (B)(4). The issue is confirmed through log analysis. Helpline has followed up and let us know that customer was able to overcome this issue following the normal pairing process with tech support. No further investigation is required. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a communication issue between pump and the mobile device with an assistance of uploading pump data to carelink. The customer reported no adverse event. The event involved product(s) mmt-6102, mmt-7333. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. The customer was successful in logging in to carelink personal. Reported issue resolved, no escalation required. No harm requiring medical intervention was reported. A product return is not applicable for non physical devices.